Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found: deformation of the air/water nozzle, adhesion part the light guide cover has come off, scratches on the tip cover, bending angle insufficient due to elongation of the angle wire, play of the angle knob is out of the normal state due to elongation of the angle wire, scratches on the insertion tube, peeling (floating) of the curved rubber adhesive part, adhesive part of the lighting lens has come off, watertightness is not maintained due to wear of up/down knob, scratches on the up/down knob, scratches on the up/down angle fixing lever, scratches on the right/left angle fixing knob, scratches found on the operation part, discoloration observed on the operating part, scratches are found on the switch box, operation unit cover is floating, scratches on the operation unit cover, scratches are found on the right/left knob, scratches are found on the grip, scratches are found on the universal cord, scratches are found on the operation part side oredome of the universal cord part, wrinkles are observed in the universal cord, scratches on the scope connector side of the universal cord, water coverage is observed on the electrical connector, scratches are found on the scope connector, peeling of the paint is recognized on the air/water supply cylinder, and peeling of paint is recognized on the suction cylinder. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center for an evis lucera duodenovideoscope, forceps adjustment was malfunctioning. Upon inspection and testing of the customer returned device, the scope adhesive part of the lighting lens was found peeling off and gap in the glued end or dirt entered the lens through the gap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. The event can be prevented by following the instructions for use (IFU) which state: ¿operation manual warnings and cautions¿ olympus will continue to monitor field performance for this device.